Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnostic procedure. The procedure got delayed and completed by restarting the system. It was reported to philips that the system overheated and turned off and did not emit x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system log file onsite and found multiple fluoro and exposures (4-8 per minute) due to frequent usage, the actual cause was found to be an issue with continuous use of the system causing the system to overheat and turn off. To resolve the issue, the fse advised the customer to use the system cautiously to prevent unnecessary triggering. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system overheated and turned off and did not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.